Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user has experienced wound infections in the last 6 months. Recently, the user reported experiencing a loss of magnet strength, no sound, and a potential extrusion of the implant.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to recurrent wound infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. In addition, device investigation shows damage to the active electrode caused by device minute mobility. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the user has experienced wound infections in the last 6 months. Reportedly, he needed some antibiotics initially as wound was oozy (possibly relating to some intra-op bleeding that occurred), but then healed well and looked ok. The surgical line was then no longer ok and there was a small defect through which there had been some persistent discharge. Team had discussed with the user and agreed to continue to use implant rather than opt for immediate removal, as the implant was working well. Unfortunately, somehow the electrode got pulled out and the patient presented with the wire hanging out from the defect, prompting surgery. The user was explanted on (B)(6) 2024.